Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with resetting, and resolved the issue by confirming the customer could continue using the pump without further issues. The customer was instructed to call back if the malfunction code recurred, which it did not after the reset.